Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. There was no death or device malfunction associated with the reported burn. Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the alleged burn. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device.

Event description:
A distributor contacted zoll to report that a patient alleged a burn caused by the lifevest. On (B)(6) 2017, the patient alleged a burn under one of the rear therapy electrodes. The patient described the area as red skin. The patient's physician diagnosed the red skin as a burn. The patient also reported that the swelling in the area had gone down, as well as the redness. The patient decided to end use of the lifevest. Follow-up indicated that the patient used a burn ointment which was recommended by his physician. On (B)(6) 2017, the patient stated that he had scars caused by the burn and alleged that he had a third degree burn caused by the device. The patient reported that it was "very painful to go through". The alleged burn was the same burn that was originally reported on (B)(6) 2017 which caused the patient to decide to end use of the device. There is no indication of further medical intervention, or a sustained serious injury as a result of the alleged burn.